Event description:
It was reported that lines have a kink in them and cannot be used. Additional information was provided that there was a leak, although first report was about a kink. A patient had noticed that one of her cassettes was leaking. There was no patient injury.

Manufacturer narrative:
Device evaluation: three units were returned for evaluation of the failure. Units returned were received inside of a plastic bag, which is not the original package and decontaminated. The samples were visually inspected at a distance of 12 to 16 inches under normal conditions of illumination. Sample one and sample two have cracks in the cassette and sample three shows that the green arm is disassembled with component missing, product looks like was manipulated and tried to be used by the customer. There is no non-conformance or deviation related to the failure reported in the device history record for finish good and component associated. Based on the visual inspection and functional testing, the reported nonconformance is not confirmed. Root cause could not be determined due complaint was not confirmed.